Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pacemaker previously had a longevity of 11.5 years. Upon device check, the remaining longevity was down to 6.5 years. Boston scientific technical services (ts) explained that it would depend on the device settings as the device would take more energy when set to a high threshold. Additional information obtained from the field which indicated that the device was responding appropriately and the outputs were turned up due to increasing thresholds. The device remains in service. No adverse patient effects reported.